Event description:
A customer reported that within one hour of lasik surgery, the patient's flap moved. The patient did not report any visual symptoms. The flap was relocated and repositioned.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).